Event description:
It was reported by the patient's guardian that the patient has been falling quite a bit at night and believes it is due to increase in seizures. It was stated that the patient has an upcoming appointment with physician. No additional relevant information has been received to date.